Event description:
On (B)(6) 2013, a 27mm trifecta valve was implanted. On (B)(6) 2019, the device was explanted due to a loose or torn leaflet and the patient was experiencing shortness of breath. The device was replaced with a 25mm inspiris valve and the patient is reported to be recovering.

Manufacturer narrative:
Explant was reported due to a torn leaflet. The torn leaflet was confirmed; leaflet 1 was torn. Leaflet 3 contained calcifications. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear could not be conclusively determined, however the calcification noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2013, a 27 mm trifecta valve was implanted. On (B)(6) 2019, the device was explanted. Additional information has been requested.